Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint. (B)(4). Concomitant medical products: unknown coils (type/lot unknown) connecting cable (catalog# ccb00015700) and detachment control box (catalog# dcb00000500). The deltapaq will not be returned, therefore the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot (c37172) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure a deltapaq cerecyte 3mm x 10 cm coil (cdf10031030/c37172) failed to detach. The complaint coil was the fourth coil being used, when the physician tried to detach the coil the normal beeping sound was heard but when the delivery system was retrieved the complaint coil came out along with the delivery system. The procedure was completed successfully using a same like product. The procedure was coiling of a side wall anterior communicating artery aneurysm. The coil was successfully removed from the patient; no coil stretching was noted on the removed coil. There were no intra or post procedural complications or delays related to device or reported event. All connections appeared to fit properly without application of excessive force. The same connecting cable (catalog# ccb00015700) and dcb (catalog# dcb00000500) were used successfully with the subsequent coils. It was reported that the pre-deployment electrical check was performed; all lights illuminated and the green system ready light illuminated. It was reported that the complaint product is available for return.

Manufacturer narrative:
This is final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00188. Limited information was received. Complaint reported on 8/3/2016, device received 2/15/2017. The unspecified enpower detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. As viewed through the returned packaging, unreported damage of the coil being entangled and damaged was found. Unreported damage located 1.0 centimeters and 4 millimeters off the distal tip of the device positioning unit (dpu) in the form of multiple kinks. Unreported damage of the dpu protruding outside the sheath located 39.0 centimeters off the distal tip of the green introducer. The coil¿s socket ring has been pushed down inside the outer sheath and the proximal end of the coil was stretched. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) (mps-prp0243) and the sample enpower and cable systems ready green light failed to illuminate (deltapaq IFU). No manufacturing defects were found. The circumstances of how and when all the above unreported damage occurred to the microcoil system cannot be determined. The complaint of the coil¿s non-detachment is confirmed. The dpu failed electrical testing. While the root cause of the non-detachment cannot be determined, the most likely contributing factor to the coils non-detachment may have been due to a fracture of the solder joint connection inside the resistive heating coil at the distal tip. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. In addition, without the return of the complete detachment system, and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot (c37172) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the analysis, the event was confirmed, a definitive conclusion cannot be made, however based on the analysis, it appears that procedural factors possibly contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.